Manufacturer narrative:
Correction: d4 device information has been updated. The serial number should have been (B)(6). Correction: a4 - the patient weight should have been 300 pounds rather than 250 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the right l5 lead was the actual lead with impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the s1 lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.